Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experience lead migration. As a result, surgical intervention steps were taken where the lead was explanted and replaced. Surgical intervention resolved the issue.